Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, hospitalized, 10 times in the ICU for seizures. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 06, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging device will not turn on/device not functioning. Patient complained of difficulty breathing/short of breath, seizures and did seek medical attention. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. During the investigation manufacturer observed unknown brown stains on the outside top and bottom enclosure,dust-like contamination at the iso (international organization for standardization) port. Unknown white, brown and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Pil also observed tiny hairs/fibers at the air inlet of the blower box. Light brown unknown contamination observed inside air inlet of the blower box,light black residue, inconsistent with degraded sound abatement foam, on the inside of the top enclosure, back side of the ui (users interface) panel and in the bottom enclosure,dust-like contamination on top of the blower motor and the blower motor seal,potential mineral deposit spots on the bottom of the blower motor, inside the blower motor and in the bottom of the blower box.significant black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01.tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination in the bottom the blower box. Also, a few tiny pieces of potential hair/fiber in the bottom of the blower box,potential blue broken filter spring was found in the bottom of the blower box,light brown unknown contamination observed inside the blower box near where the sound abatement foam sits. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. And observed no evidence of degraded sound abatement foam.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.